Manufacturer narrative:
The customer's calibration and qc results, sample centrifugation information, and system alarm trace were requested but not provided. The field service engineer properly reconnected the sipper tubing and performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed calibration and qc results were within the acceptable ranges. The patient's initial na result was 165 mmol/l. The patient's repeat na result on the same analyzer was 229 mmol/l. The patient's repeat na result on a cobas integra 400 plus was 137 mmol/l. A questionable na result was reported outside the laboratory. It is unknown which na result was reported, 165 mmol/l or 229 mmol/l. The customer performed repeat testing with the patient's sample on the same analyzer as well as a different analyzer. The customer determined the na result of 137 mmol/l was correct. The na electrode lot number and expiration date were requested but not provided.